Event description:
It was reported that during a laparoscopic cholecystectomy, the device double-fired clips. One clip clamped on the cystic duct; the second clip fell off the tissue. The clip that fell off had to be removed using a grasper. The second device jammed and would not fire. A third device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). G9j46e (batch # for device b) and f9j27g (batch # for device c); exp date: 12/06/2014 (device b) and 11/4/2014 (device c). Device manufacture date: 01/06/2010 (device b) and 12/04/2009 (device c) (device c) results: handle post broken, lockout broken, lockout premature. Conclusions: instruments a and b were returned in good visual condition. The instruments were cycled, fed, and formed the remaining clips within manufacturing requirements when tested. The instruments were fully functional and conforming to manufacturing requirements. No conclusion could be reached based on the analysis results as to what may have caused the reported incident. Instrument (c) was received in good visual condition. When the device was evaluated for functionality, the trigger was noted to be blocked. The trigger was cycled and properly formed the remaining clips. However, the device didn't lockout as intended. The instrument is designed to lockout when all the clips have been fired. In order to evaluate the condition of the device's internal components, the device was disassembled. Upon disassembly, the handle lockout posts were found to be broken which denotes that the lockout had been fired through as a result of a premature lockout. A possible cause for this condition may be that the handle assembly was over welded during the manufacturing process. The batch records were reviewed and no anomalies were noted during the manufacturing process.